Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer had high blood glucose and was hospitalized for diabetic ketoacidosis. The blood glucose reading was 381 mg/dl. The customer was wearing the insulin pump at the time of the event and was still in the emergency room and had not yet been treated. The caller declined troubleshooting and would call back to troubleshoot. The insulin pump was not replaced or returned.